Manufacturer narrative:
(B)(4)

Event description:
It was reported that while in the cath lab, a temporary pacing lead was placed via right femoral artery after angiogram. The intra-aortic balloon (iab) was inserted via a polyurethane sheath into the pt's left femoral artery. Once the iab was connected to the (arrow) pump, they could not obtain arterial pressure (ap) reading. As a result, the iab was pulled back and flushed with no success in obtaining ap reading. The pump also alarmed with message indicating that there might be a possible "kink" and therefore, no helium was going through to the iab. The line was checked for physical kinks, but nothing found. The iab-06840-u and sheath were removed with a turning movement to assist in removal. A competitor's iab was placed via the same artery for counterpulsation/iabp assistance to continue successfully. There were a "few minutes" delay/interruption in iabp therapy. The delay/interruption did not cause harm to the pt. There were no reported complications or injury to the pt. Medical/surgical intervention was not required. Per the md, the pt died later due to the extent of his mi and vascular disease.

Manufacturer narrative:
(B)(4). Device evaluation: there was no iab returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specs prior to release. Conclusion: the reported complaint that the catheter was kinked is not confirmed. No product was returned for evaluation. The root cause of the complaint is undetermined.

Manufacturer narrative:
(B)(4). Sample was originally investigated as a "no sample" returned. Teleflex received the sample on february 17, 2015. Device evaluation: returned for evaluation was a 40cc 7.5fr iab. Small areas of dried blood were noted on the bifurcate. The one-way valve came attached to the bifurcate. The distal end of the teflon sheath was noted approximately 11.6cm from the distal tip of the catheter. Buckling on the sheath was noted 11.0cm from the distal end of the sheath for an approximate length of 4.0cm. The bladder appeared fully unwrapped. No kinks or damage were noted with the catheter. The bladder thickness was measured and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. A lab inventory 0.025 inch spring wire guide (swg) was front loaded through the luer end of the iab. No resistance was encountered. The swg was able to advance; no blood or debris exited with the swg. The swg was back loaded through the tab distal tip. No resistance was encountered. The swg was able to advance; no blood or debris exited with the swg. The iab was able to be aspirated and flushed.